Event description:
Received notification of pir through user facility report. Staff in clinic noted line to dialyzer was kinked by the hansen connector 25 minutes into treatment. Treatment was stopped and blood was recirculated. Patient was vomiting and was given oxygen and transferred to the ER. Blood pressure was low. Patient subsequently was admitted to the hospital where hemolysis was confirmed.dob 09-11-30,female 82.4kgs. Don now indicates that she believes that the dialyzer was twisted in the line due to human error when putting dialyzer on. Sample is available.